Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. On the provided picture of the affected device, missing of the tip, elongation of the coil and tearing of the polymer jacket on top of the elongated coil were confirmed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that tensile stress generated with removal had most likely contributed to the reported separation of the tip. As reported, the tip was assumed to be trapped by the inflated balloon when the wire was removed, causing excess tensile stress to fracture the tip. It was concluded that this event was not attributed to product quality. Although it was reported that the tip was successfully retrieved, damage of the polymer jacket seen on the provided picture was too server to completely rule out a possibility that some polymer fragments might have left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 75-90% stenosis in the posterior tibial artery (pt). Physician accessed both left femoral contralaterally and right pedal pt. An asahi fielder guide wire was delivered down the anterior tibial artery and back up the posterior tibial via the pedal arch. When ballooning, via pedal, physician attempted to pull fielder wire back while balloon was inflated in the pt. The reason for pulling back the wire while balloon was up was a small perforation in the vessel. Portion of the tip broke off in the vessel and removed with a 3.0 filter spider wire. The wire removed from body, patient had no adverse effects. Patient discharged 3 hours later.